Event description:
It was reported, the patient oxygen saturation alarm rang, it was found that the spo2 (peripheral oxygen saturation) reading was 85%. Hissing sound heard in the room. It was reported, the nasal prongs were in the patient's nose but were not connected to the oxygen flowmeter on the wall hence the hissing sound. The patient was not in any distress. The nasal prong tubing was promptly connected back to the oxygen flowmeter and the patient's spo2 was then above 92%." There was no report of harm or injury as a result of this reported event. Additional information received 23jan2026 reported, no harm to patient, this was immediately noted

Manufacturer narrative:
The product involved in the report is not available to be returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.